Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips or control solution were returned. The test strips associated with the event expired in jul-2023, therefore, in-house contour next test strips from a different lot were used for testing. An in-house testing was performed with the returned meter, in-house test strips and in-house contour next control solution from lot # 2bv2g99, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control results in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in patient weight, as the customer's weight was not provided.

Event description:
The customer reported that she ran a control test with the contour next meter and obtained a reading of 247 mg/dl at 3:43 p.m. The meter did not automatically mark it as control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next meter, in-house contour next test strips and in-house contour next control solution from lot # 2bv2g99, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control results in the meter's memory. Section h4 of the initial report indicated the device manufacture date for contour next control solution with lot # 2bv2g99 as 01-may-2022. The correct manufacturing date is 01-nov-2022.